Event description:
It was reported by the aci sales professional that a pt underwent an interventional coronary catheterization procedure on (B)(6) 2012. Access was at the common femoral artery via a 6f terumo sheath. A pre-procedure femoral angiogram revealed no visible calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, used the mynx cadence to close the access site. It was reported that the physician used a buddy wire with contrast. Reportedly, the physician advanced the catheter and when the balloon was in the vessel, he inflated the balloon. When the physician attempted to pull the balloon towards the arteriotomy (at the 1st stop) the balloon ruptured. The device was removed and the physician converted the pt to 10 minutes of manual compression and the user of a perclose. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality dept. Review of design/process (B)(4) confirmed that the failure mode is identified in the risk mgmt document.